Manufacturer narrative:
(B)(4). Voluntary medwatch report numbers mw5176531 - mw5176533.

Event description:
A voluntary medwatch report was received on 10/17/2025. It was reported that a detached or missing sensor wire occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.